Event description:
The pt's diabetes councilor reported that the infusion device does not correctly deliver insulin. The pt experienced elevated blood glucose in 2009, and he bolused through the infusion device. His blood glucose elevated to 529 mg/dl and he was admitted to the hosp until two days later. His normal blood glucose level is 120 mg/dl. No further info is available. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.

Manufacturer narrative:
The incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.